Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for eval or new info is obtained, a follow up report will be submitted.

Event description:
It was reported that cables were not functioning. Add'l info received: the cable did function initially but stopped while in use and suddenly there was no reading. No known impact or consequence to pt.